Manufacturer narrative:
.

Event description:
It was reported that the pt was admitted to the hospital because of overdose symptoms which included oversedation. A follow-up report will be sent if add'l info becomes available to us.